Event description:
The customer reported being hospitalized for high blood glucose of over 600 mg/dl. It was stated that the cause of his admission was nausea, stomach hurting, and dizziness. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The customer's most recent glucose reading was 480 mg/dl, and he has treated with manual injections. The customer stated that the infusion set was changed twice to solve the issues. The programming, time, and date were correct. The customer also stated that he got a no delivery alarm during bolus. The customer called back to perform the high pressure test and the test failed. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.